Manufacturer narrative:
Instrument images confirmed the negative reactions. Advised the customer of the limitation in the operator manual that samples reacting 1+ or less in manual tube agglutination may not be detectable on the abs2000. Instrument decontamination was due; it was not performed monthly. Customer was advised to perform decontamination.

Event description:
Customer reported unexpected negative reactions on the abs2000. A rh positive patient was reported as rh negative on the abs2000. Upon manual tube testing, 1+ reactivity was seen at the immediate spin phase of testing. Customer did not have a historical type on file for the patient.